Event description:
An endurant stent graft was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was not reported. It was reported that a CT identified an occlusion in the left limb. The physician performed an intervention were a fem-fem bypass resolved the occlusion. The physician attributed the occlusion to the length of the graft being to long for the narrow terminal aorta. No additional clinical sequelae were reported and the patient is doing fine. Review of returned cta¿s from 2-days post-implant revealed that the bifurcate was positioned just below the lowest right renal. The ipsi limb was positioned within the right common iliac and the contra limb within the left external iliac artery. The max aaa diameter was 5.8cm and no endoleak was observed. The contra limb was slightly compressed within the distal aorta, and slightly angulated laterally as it coursed into the left external iliac artery. The distal aortic diameter across both limbs measured 27mm and the contra limb ID at the distal aorta measured 10x11mm. Both limbs were patent. The contra limb ID within the left iliac is 9mm, and just distal to the stent graft the external iliac artery diameter is 8mm. No stent graft issues were observed. Cta¿s from 2-1/2months post-implant revealed that the left/contra limb was totally occluded beginning near the bifurcate flow divider. Distal flow resumed in the left femoral. The configuration of the contra limb was similar to previous film 2 ¿days post implant; the limb was slightly compressed within the distal aorta. The distal aortic diameter across both limbs measured 29mm and the contra limb ID at the distal aorta measured 10x14mm. The contra limb ID within the left iliac is 9-10mm. The ipsi limb was patent. The max aaa diameter was 5.7cm and no endoleak was observed. Cta¿s from 3-months post-implant revealed that the left/contra limb was totally occluded beginning near the bifurcate flow divider. The contra limb was slightly compressed within the distal aorta. The distal aortic diameter across both limbs measured 28mm and the contra limb ID at the distal aorta measured 10x13mm. The ipsi limb was patent. The contra limb ID within the left iliac is 9-10mm. A right-left fem-fem bypass graft was seen. The max aaa diameter was 5.7cm and no endoleak was observed. The cause of the contra limb occlusion could not be determined from the images provided. It is uncertain if the slight compression seen within the distal aorta may have contributed.

Manufacturer narrative:
(B)(4).